Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 5018693/5018560.

Event description:
It was reported that the patien's device was no longer working. All device components were explanted and were discarded.